Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. An evaluation of the device confirmed there was no fault or failure found to substantiate the customer complaint.

Event description:
On 13-may-2021, an evaluation of the device was completed by kci quality engineering. On 12-mar-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On 10-may-2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Date of event: the specific date was not provided. The patient noted on (B)(6) 2021, the event occurred "last week" [(B)(6) 2021 to (B)(6) 2021 -time frame.] Based on the information provided, it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical and device identification information. It is unknown if and what medical or surgical intervention was required to resolve the hemorrhage. An evaluation of the device is pending completion. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.

Event description:
On 15-apr-2021, the following information was provided to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed last week allegedly due to bleeding from the patient's foot that was "very bad," and the device will be reapplied on (B)(6) 2021. On 22-apr-2021, the following information was provided to kci by the patient: v.a.c.® therapy was not resumed. On 26-apr-2021, the following information was provided to kci by the health care provider: the patient was discontinued from v.a.c.® therapy on (B)(6) 2021. No additional information. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.